Event description:
Medical doctor (md) was attempting to gain access to right popliteal vein with micropuncture access wire. When md attempted to remove the needle and wire, the distal end of the micropuncture wire became knotted and stuck within the access tract. According to the medical record, the physician attempted gentle manipulation and shallow dissection when the wire snapped below the skin surface at the level of the knot. The soft, flexible opaque tip measuring <0.5cm remained within the skin tract and was unable to be retrieved. At this time, there is no known injury to the patient.